Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high pacing impedance measurements were observed on the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) and left ventricular (lv) leads. Loss of capture was also noted on both leads. There was no asystole as the patient was not pacemaker dependent. Additional information was received indicating that the device and both leads were explanted. No additional adverse patient effects were reported.